Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance values as well as noise. It was determined the lead had fractured. The lead was therefore explanted and replaced. No patient complications have been reported as a result of this event.